Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 01:42:16 on (B)(6) 2024. At 06:09:43 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 150 bpm degrading to vf with low/varying amplitudes. The device properly detected vt/vf. Vt under the threshold, low/varying amplitude cardiac signal and motion artifact prevented the lifevest from detecting and treating the patient the electrode belt was disconnected at 06:35:48 on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.